Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after implanting the right atrial (ra) lead, it was noted that the lead exhibited high capture thresholds. The lead was implanted. Following the procedure, it was noted that the capture thresholds increased. The lead was explanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage. X-ray examination did not find indication of conductor fractures. Electrical testing found internal shorts between conductors due to the damaged insulation consistent with procedural damage.